Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the heavily calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance/sticking thumbwheel and the reported difficult or delayed activation. Reportedly, the physician retracted the delivery system until the stent detached from the system and successfully deployed in the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a lesion in the left external iliac with heavy calcification. The 7.0x40mm absolute pro self-expanding stent system (sess) was advanced to a missed overlap after stents were already implanted. The absolute pro stent was deployed; however, about 2mm of the stent would not release and the thumbwheel had resistance. The physician retracted the delivery system until the stent detached from the system and successfully deployed in the target lesion. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.